Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2006, the patient underwent repair of an abdominal aortic aneurysm. On (B)(6) 2007, a follow-up computed tomography was performed and revealed migration of one of the contralateral leg components and a type ii endoleak. On (B)(6) 2007, a reintervention was performed where two iliac extender components were implanted. The patient tolerated the procedure. On (B)(6) 2007, the patient had a follow-up computed tomography angiography which showed no device migration, separation or endoleaks. The aneurysm was shrinking.